Event description:
Patient was in a procedure for hip arthroplasty. Patient was fluttering and opening his eyes more than expected. The crna provided additional boluses of propofol and fentanyl medications to allow the patient to get closer to the desired level of sedation. With the propofol rate set much higher than expected and still not obtain a therapeutic effect (200 mcg/kg/min), there was great potential for the patient to be aware during surgery and have a negative experience or complication. Per the log report, 77.3 ml were infused from the propofol vial. The crna said that very little was actually removed from the vial by the pump. The pump was exchanged and the crna came down on the propofol rate since propofol was actually being delivered. Pump was changed for a new pump. Original pump was sequestered and reported for review.